Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front four teeth are super loose and their gums are receding and the roots are showing. They difficulty biting anything. Requested additional information and mobility video for further evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.